Event description:
The patient reportedly developed a skin infection around the implant site. This eventually led to extrusion of the receiver/stimulator. The device was explainted in 2005. Reimplantation surgery will take place in 2006.